Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". The customer log files and run database were provided to bd service specialists for analysis which revealed evidence of bubbles being present in the pcr cartridge as well as suspected contamination. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument preventative maintenance (pm) per the service guide. This pm service resolved the bubble issue and contamination was identified by the customer through environmental monitoring and resolved through cleaning. This complaint is confirmed by service as some of the instances of the issue was caused by bubbles likely due to instrument alignment issues. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "a report of two specimens with false positives, both for trichomonas vaginalis - one also positive for candida species. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details 2 false positive specimen on the bd max vaginal panel for trichomonas vaginalis (acc. #(B)(4) (2x) & (B)(4)), 1 false positive for candida sp. (Acc. # (B)(4)). #(B)(4) seems to be contaminated, 3 runs with each consecutive runs showing an increased rfu and decreasing CT value. # (B)(4) suffered from a bubble that messed with the curve. No false results left the lab."

Manufacturer narrative:
Initial reporter phone # (B)(6). PMA / 510k#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "a report of two specimens with false positives, both for trichomonas vaginalis - one also positive for candida species. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details 2 false positive specimen on the bd max vaginal panel for trichomonas vaginalis (acc. #110143 (2x) & 168086), 1 false positive for candida sp. (Acc. # 168086). #110143 seems to be contaminated, 3 runs with each consecutive runs showing an increased rfu and decreasing CT value. #168086 suffered from a bubble that messed with the curve. No false results left the lab."